Event description:
The evd ventricular drainage broke while being removed and the tip of the catheter was retained. The patient was taken to the operating room for removal of the retained catheter on (B)(6) 2013. Reference manufacturer report number 1820334-2013-00400.